Event description:
A customer reported a malfunction on their insulin pump, with the pump displaying a high blood glucose level, although the specific value was not known. The blood glucose level exceeded 500 mg/dl. No immediate actions were taken by the customer to address the high blood glucose level, and no third-party assistance was required. Tandem technical support assisted the customer in resetting the pump, but the malfunction recurred. As a result, tandem resolved to send a replacement pump, providing the customer with instructions for storage and return of the malfunctioning pump. The replacement pump included updated software, and the customer was informed about available training resources.